Manufacturer narrative:
Medical device expiration date: na. Multiple 510k numbers were reported to be involved: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer experienced false positive results. Confirmatory testing produced negative results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the user says that lately they are having many false positives in the flu. App team support is requested to contact the user.", "those results are due to a contamination issue. Results were confirmed as negatives using an alternative method.", "no erroneous results were reported nor treatment was based on those false results."

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had a "false positive". Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 01jun2015 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received by quality for investigation and thus, returned sample analysis is not performed. Complaint is unconfirmed as the issue was not induced by the instrument. Root cause cannot be determined with the information provided. Complaint history for ¿environmental contamination¿ was reviewed for the month of may 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3, with potential harm as lack of treatment, worsening of patient illness, possible spread of disease via document baltrm-maxinst-aph, revision 21, line sw108. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer experienced false positive results. Confirmatory testing produced negative results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "the user says that lately they are having many false positives in the flu. App team support is requested to contact the user.", "those results are due to a contamination issue. Results were confirmed as negatives using an alternative method.", "no erroneous results were reported nor treatment was based on those false results.".